Manufacturer narrative:
The external visual inspection revealed damaged silastic overmold at the array, an extruded contact pad on an electrode, and a missing contact on an electrode prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires at the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly elected explant surgery. The recipient was a non-user of the device. The recipient's device was explanted. The recipient will not be reimplanted.